Event description:
It is alleged that a "burn" around the upper and lower lip occurred. It is also alleged that a cut on the lip resulted which left a scar. The extent or severity of the "burn" or "cut" is unknown. User facility would not provide additional info. In 1997, attempt was made to obtain info but user facility would not provide it. No problem reported relating to the device.